Manufacturer narrative:
The reported field event of backup operation was confirmed. Reports from the field confirm the device underwent an external defibrillation and went into backup operation. The device firmware had been restored in the field before being received. Memory testing was performed, and no anomalies were found. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation was not reproduced during the analysis. The cause of the reported event was consistent with external conditions.

Event description:
It was reported that the patient experienced an arrhythmia. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) delivered high voltage therapy but the patient's rhythm was unable to be converted. The patient received external defibrillation on (B)(6) 2024 and the arrhythmia was successfully converted. On (B)(6) 2024, the ICD was found to be in back-up mode with no back-up defibrillation option (bdfo) available. The ICD was successfully restored. On (B)(6) 2024, the ICD was explanted and replaced. The patient was in stable condition.